Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection was performed and showed no damage to the device. The functional evaluation found no faults. No alarm was detected, the device performed within expected parameters. We have not been able to establish a relationship with the event reported. The probable causes include component failures or system set up issues. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the device was alarming blockage even after the change of dressings and canisters. Backup was used to continue the treatment with no delays. No patient harm was reported.